Event description:
It was reported while using (brand name) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product stopped hard in the middle of use and then blood glucose levels rose higher than usual. After confirming that the insulin was coming out with a priming, the syringe was pushed and stopped halfway through because it was too hard, then pushed harder to zero memory. The patient made sure there was no insulin leak and ate, but the blood glucose level rose more intensely than usual. In such a case, should the syringe be removed when it stops and the remaining amount injected into another site? Response: primary response complete, follow-up.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.